Manufacturer narrative:
H10: the customer bme reported the issue was caused by use error during repair activities. The bme misinterpreted the part labeling. Following normal electronics troubleshooting steps, the bme assumed that when connecting the interconnect cable to the board, the notch on the cable, indicated by a triangle in this case, would align with the notch on the board. However, when done this way, the pins on the board were reversed which likely caused a short upon power up. The bme verified philips machines do not necessarily follow this convention by inspecting the configuration of a working v60 ventilator. The replacement part needed for ec1007 is on order; repair is not complete.

Manufacturer narrative:
H10: multiple good faith efforts were made on , (B)(6) 2024 to obtain additional information including device repair, and final disposition with no response from the customer and therefore cannot be determined. It is unknown if repair activity has been completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting a machine and proximal pressure sensor failed message occurred on the v60 ventilator at device power on. The device was not in clinical use. There was no report of harm. The issue occurred during preventative maintenance (pm) service. There was no patient or user impact. The device did not meet specification for intended use and remained out of service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) who reported there was a pop sound and a burning smell after reseating the data acquisition (da) printed circuit board assembly (pcba), and after device power on, the device displayed a machine & proximal pressure sensor failed message (diagnostic code 1007). The bme noted there was no visual evidence of burnt components on the da pcba or motor control (mc) pcba. The rse advised the bme that if the pneumatics screen could not be accessed to look at voltage measurements, then the bme could follow the signal and repair path for error 1007 by replacing da pcba and cable. If the issue persisted, then mc pcba would be the next corrective step. The rse provided the bme with part details for a replacement component order.